Manufacturer narrative:
Article citation: avram, mathew, et al. "Guidance regarding sars-cov-2 mrna vaccine side effects in dermal filler patients." American society for dermatologic surgery (asds). 28 december 2020, pg. 1-3. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Reported event of a patient was injected in the cheeks with juvéderm® voluma¿ xc and hyaluronic acid. Approximately six months later, patient received first moderna covid-19 vaccine trial dose. One month later, patient received second dose. One day later, patient developed "significant bilateral cheek swelling." Patient was treated with diphenhydramine and methylprednisolone and symptoms have been resolved were noted in the article: "guidance regarding sars-cov-2 mrna vaccine side effects in dermal filler patients."